Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information provided: procedure: rectum resection. Detailed description: the device didn't complete the resection and application of the clips that were partially closed. The blade slided only for the first fire, after it blocked. After this event, it has been shortened the residual rectum, with a lower anastomosis. Additional information was requested and the following was obtained: was there any difficulty closing the device? Yes . Was the device locked on tissue with the jaws closed? No . Did the device lock-out (no staples deployed and no cut line started)? No . Or, did the device partially fire (start to deploy staples and cut but could not be completed)? The device partially fire . If staples deployed, were the staples formed properly in the proper closed b-formation? Staples deployed, partially closed . Was the procedure altered to the point to be considered an adverse event? No . Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)?no . Is the current patient status known? No.

Event description:
It was reported that during a colon resection procedure, the stapler didn't close anymore, neither by using high pressure. Device replaced, no ae reported.

Manufacturer narrative:
(B)(4). Batch # r5867l. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch number: r5867l. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.